Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed functional testing, including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, dat and self-test. No unexpected delivery anomaly alarm noted during testing. Pump communicated properly with test guardian link (4) transmitter. Pairing successfully. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thump software. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly and motor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay. In summary, customer alleged device malfunction not confirmed. Unable to verify customer alleged for high bgs. No communication-between pump & xmtr not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 444 mg/dl. The customer reported hyperglycemia was treated with an insulin pump and manual syringe/manual injection. The event involved product(s) mmt-342g, mmt-441ag, mmt-1884, 78893-01. Troubleshooting was performed for sensor issue. The customer reported sensor failed to pair with pump. Inserting a new sensor and going through start sensor process with minimed mobile app did not resolved the issue. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-342g, mmt-441ag, 78893-01. Mmt-1884 was requested, and the customer response was the device will be returned.